Manufacturer narrative:
(B)(4).

Event description:
It was reported during functional testing and prior to insertion the clinician found a crack in the hub of the puncture needle. As a result, a new kit was used for the procedure. It is unknown if there was a delay in treatment and there was no pt death or complications reported.